Event description:
The distributor contacted animas on (B)(6) 2012 alleging the pump had unresponsive keypad buttons. The up arrow, down arrow and ok keypad buttons were reportedly unresponsive. No further information is available. There was no reported adverse event associated with this complaint. This complaint is being reported because the allegation of an unresponsive keypad was no resolved with troubleshooting.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013 - device evaluation: the battery cap has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all of the keypad buttons had normal response with normal spring back and click. The keypad cover was removed for investigation and did not reveal any evidence of contamination or defect of the button contacts. The pump cover was removed for investigation and did not reveal any contamination of defect of the pump's interior. Investigation was unable to confirm or duplicate the keypad complaint.

Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.